Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported the pump battery took longer than expected to charge. There was no reported adverse impact to the customer's blood glucose level. Additional information was not received. The customer declined further follow up from tandem technical support.